Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received confirming that the device was explanted and replaced. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received confirming that the device was explanted and replaced. This device was returned to boston scientific for evaluation.